Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It reported the cannula may not have been inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, using the pod 5 / pages 44 - 45. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she had a high blood glucose event where she went to the hospital emergency room and was admitted to the intensive care unit (ICU). She was trying to give herself boluses of unknown amounts before going to the hospital. Her blood glucose read in the 600's mg/dl while at the hospital. She stated that she was diagnosed with diabetic ketoacidosis. Treatment included giving insulin via IV and fluids due to dehydration. The patient experienced vomiting and was given ice chips. Blood work and manual injections of insulin were also performed. The doctor stated that the pod may not have been inserted correctly. Some setting changes were made by her physician, but the patient did not what they were. The pod was worn on the abdomen for between 24 and 36 hours. The device was discarded by the hospital. The patient's blood glucose history is as follows: (B)(6).